Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the cartridge was placed correctly but it didn¿t fire the staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information received: what type of procedure was the device used in? - gastric cancer did the device cut? - device did not fire, so the device was not used. And the device did not cut. If yes, was the cut line complete? - upon receipt and review of additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and revised to not reportable.